Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle bent in multiple places, the needle and port covered with orange/brown foreign material. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for aspiration. The actuation and cut functionalities of the returned probe were unable to be tested due to no movement of the inner cutter in the port. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks observed at the cutting edge and other locations along the inner cutter. The inner cutter was observed to be covered with orange/brown foreign material. The sample was tested with a syringe and resistance was felt. A wire could not be inserted due to the severely bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an aspiration failure. The complaint evaluation was unable to confirm the reported cut failure. The root cause for the aspiration failure as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Although, the reported cut failure was not confirmed the observed excessive wear and bent needle/inner cutter could be potential contributor factor for the reported cut failure at the time the event was observed. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from the visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure was not confirmed, it appears that the observed aspiration failure was due to excessive use of the probe by the user, and an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that the vit probe could not cut and aspirate suddenly during vitrectomy surgery. The surgery was completed by changing a new probe. There was no patient harm.